Event description:
The customer obtained multiple false positive total beta-hcg results on serum samples drawn from one patient over a period of several months. The patient was treated with methortrexate as a consequence of one of the results. Three OEM tests, one of which was a urine test, were performed and gave negative results. There was no report of patient harm as a result of this event.